Event description:
According to the letter received: " the client alleges that the operation proved unsuccessful in that the instrument for the total hip replacement was defective, that the client suffered severe pain and became completely immobilized, that the client ultimately became wheelchair bound and rendered unable to assist herself in the basic necessities of life" further correspondence from the patient's attorney alleged that approximately six months after the patient's total hip replacement, the patient had a right total knee replacement. From x-rays taken on (B)(6) 2010, it appears that the proximal femur shaft of the patient was fractured during the hip implant. It was further alleged that the patient experienced severe pain in the hip as a result of the operation at which times the patient utilized her crutches and then the patient started utilizing a wheelchair. On (B)(6) 2012, the patient was admitted to the hospital for the hip implant to be removed and replaced.

Manufacturer narrative:
The information in this report was provided by the patient's attorney. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Device not returned.

Manufacturer narrative:
An event regarding pain involving an accolade stem was reported. The event was not confirmed. Device evaluation not performed as no devices were returned for evaluation. Medical evaluation not performed as insufficient medical records were received. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event

Event description:
According to the letter received: " the client alleges that the operation proved unsuccessful in that the instrument for the total hip replacement was defective, that the client suffered severe pain and became completely immobilized, that the client ultimately became wheelchair bound and rendered enable to assist herself in the basic necessities of life" further correspondence from the patient's attorney alleged that approximately six months after the patient's total hip replacement, the patient had a right total knee replacement. From x-rays taken on (B)(6)2010, it appears that the proximal femur shaft of the patient was fractured during the hip implant. It was further alleged that the patient experienced severe pain in the hip as a result of the operation at which times the patient utilized her crutches and then the patient started utilizing a wheelchair. On (B)(6) 2012, the patient was admitted to the hospital for the hip implant to be removed and replaced.